Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in a power on reset condition (por). The por was resolved that same day. The reason for the por was not reported. Therapy was restored and the pt recovered without sequela.